Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4)

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached and remained in the patient. The target lesions were located in the superficial femoral artery (sfa) and peroneal artery. The lesions in the sfa were treated using multiple passes with the oad on low, medium and high speeds. When treating the peroneal lesion, the device stopped functioning due to a possible vessel spasm. The device was removed and imaging was performed with no issues noted. Balloon angioplasty was then performed on the lesions. When the viperwire guide wire was removed, resistance was noted. Imaging was performed and the tip of the wire was noted to be detached. The wire fragment was unable to be snared and remained in the patient. The patient was stable following the procedure.